Manufacturer narrative:
(B)(4). One sample was available at the plant for evaluation. Visual inspection revealed that the tube was low inserted and twisted in the luer lock. The set was leak tested under water and a leak occurred from between the tube and luer lock. The reported condition was confirmed. The root cause was not determined. Should additional relevant information be received, a follow-up medwatch will be submitted. A batch review cannot be performed since there was no lot number provided.

Event description:
An additional defect was observed during the evaluation of a sample returned by the customer for another event. A solution administration set showed a leak between the tube and luer lock. There is no report of patient involvement. No additional information is available.